Event description:
On (B)(6) 2025, the user reported severe hyperglycemia with a highest blood glucose (bg) above 400 mg/dl while the ilet was disconnected for charging. The high bg persisted for a few hours and was self-managed by the user. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.